Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 06/03/2016, the patient contacted lifescan (lfs) alleging that his onetouch verio flex meter was reading inaccurately high compared to another meter (accucheck). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2016, 03:46am. The patient reported that he obtained alleged inaccurate high blood glucose results of ¿250 - 300mg/dl¿ on the subject meter, compared to ¿150mg/dl¿, on another device, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ criteria for accuracy. The patient manages his diabetes with insulin (no adjustments) and stated that on (B)(6) 2016 at 2:00pm he developed the symptom of ¿sweating¿. The patient reported that around the same time he self-treated with more food and/or drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the result. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.